Manufacturer narrative:
This device has not been received for eval, therefore, investigation results are inconclusive. If the device is returned in the future, this investigation will be re-opened.

Event description:
It was reported that while using the device, the generator would not function properly; thus, resulting in the procedure being aborted and rescheduled.